Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve, implanted approximately two (2) years, underwent a valve-in-valve procedure due to unknown reasons. The patient has a history of end stage renal disease; therefore, the implanting surgeon/team felt the valve failed early due to this. The tavr was performed with a 23mm 9750tfx transcatheter valve.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve, implanted two (2) years, five (5) months, underwent a valve-in-valve procedure due to unknown reasons. The patient has a history of end stage renal disease; therefore, the implanting surgeon/team felt the valve failed early due to this. Patient presented with heart failure. The tavr was performed with a 23mm 9750tfx transcatheter valve. Patient was stable at the end of the procedure.

Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. It was stated by the implanting surgeon/team that they felt the valve failed early due to the patient history of end stage renal disease.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve, implanted two (2) years, five (5) months, underwent a valve-in-valve procedure due to unknown reasons. The patient has a history of end stage renal disease; therefore, the implanting surgeon/team felt the valve failed early due to this. The tavr was performed with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, a definitive root cause cannot be conclusively determined. It was stated by the implanting surgeon/team that they felt the valve failed early due to the patients history of end stage renal disease.